Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer states that: "the exposure and fluoroscopy functions stopped working during a procedure."